Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion, delamination red particles inner the device. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identified delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.